Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leaking found in the pivot of a bd ultra-fine¿ insulin syringe during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: investigation summary: customer returned photos of 1cc, 13mm, 30g syringes. Customer states that the needle is bent and there is a leak at the pivot. All returned photos were examined and one syringe exhibited a bent cannula. It is difficult to determine from the photos if a leak would occur from the pictured syringes. CAPA 226773 has been opened to address this issue for 1ml syringes. A review of the device history record was completed for batch# 6088721. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for needles bent and the 1st related complaint for leakage on lot # 6088721. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage). Based on the above, no additional investigation is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction for year MFR report #. The corrected MFR report # is 9614033-2018-00016. The year should be updated to 2018, as the event and awareness date occurred in 2018.